Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported probe breakage. The broken portion of the probe was returned to olympus and measured approximately 16mm in length. Multiple dents were also found on the broken probe unit. In addition, a probe check was unable to be performed due to the broken probe. A probe damage error message (u509) displayed when the device was activated. Based on the investigation findings, the root cause of the reported probe damage is most likely related to the operator¿s technique.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause for the probe breakage is most likely due to the metal to metal contact and the continuous activation of the device after error message (u504) appeared on display. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy the probe broke, but no device fragment fell inside the patient. The procedure was completed using a new hand piece. There was no patient injury reported. Olympus was further informed that there was metal to metal contact. Error code u504 (probe damage error) was displayed on the generator during cutting.